Manufacturer narrative:
Upon review of the device history for the serial (B)(4) it was determined that the device was manufactured on 14-nov-2016 and the one (1) year warranty period has expired. The customer elected to replace the smart cable. During a follow-up, the customer indicated they have received the new smart cable and the image issue has been resolved. The smart cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was intermittent when the cable was manipulated. No delay in the procedure or use of a back-up device was reported. The customer indicated they later isolated the image issue to the smart cable by testing with a known good blade. No harm to the patient or user was reported.